Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was low flow on the electronic patient gas system (epgs). The unit was removed from service, awaiting repair. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, and no adverse consequences to the patient.

Manufacturer narrative:
Eval is in progress but not yet concluded. This complaint is related to MDR # 1828100-2014-00565. The perfusionist (ccp) managed to get it corrected but now wants unit checked out.